Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: web/email.

Event description:
Reported false negative sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated the result was confirmed positive by molecular (pcr testing) and an alternate rapid antigen assay. An additional consumer event was also communicated which is captured on a separate report.